Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Description of event or problem: additional information.

Event description:
The site communicated that the patient had a fever and leukocytosis. The patient's pan-culture was negative (1 blood culture positive and 1 blood culture negative). Patient was treated for bacteremia with rifampin and cefazolin for 6 weeks. No additional information was reported.

Manufacturer narrative:
Approximate age of device ¿ 1 months 16 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient was positive for bacteremia. No source of infection was identified. No additional information was reported.